Manufacturer narrative:
Correction/removal #s: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's experiencing uncomfortable shocking sensations with stimulation on, at the right lower end of the buttocks and ipg site. Reprogramming was performed to no avail. Follow-up identified x-rays were normal and the issue is still present daily. The next course of action is undetermined at this time.